Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device (B)(6), and no non-conformances/manufacturing irregularities related to the complaint condition were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device did find that the pinn mar neut 32idx54od had the rim fractured. In addition, the rim has 3 of the 6 anti-rotation device (ard) tabs fractured. The pinn mar neut 32idx54od appeared to have been edge loaded as well, causing eccentric deformation in the rim of the device and contributing to the failure of the anti-rotation devices (ards). There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device (B)(6), and no non-conformances/manufacturing irregularities related to the complaint condition were identified. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Broken ceramic hip head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: broken ceramic hip head. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device did found that the pinn mar neut 32idx54od had the rim fractured. In addition the rim has 3 of the 6 anti-rotation device (ard) tabs fractured. The pinn mar neut 32idx54od appeared to have been edge loaded as well, causing eccentric deformation in the rim of the device and contributing to the failure of the anti-rotation devices (ards). There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device 4091666 number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 26-feb-2023. 3) any anomalies or deviations identified in DHR: no related. 4) expiry date: 31-jan-2028. 5) IFU reference: 090200701. Device history review: a manufacturing record evaluation was performed for the finished device 4091666 number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified. Corrected: h6 (medical device problem code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. Corrected: h6 (health effect-impact code), h6 (medical device problem code) updated from undetermined allegation to (implant bearing wear) polyethylene if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.